Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the case was completed and not unknown completion as previously reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a cataract extraction with intraocular lens implant procedure the handpiece became hot. The surgeon noted that the core of the cataract was very hard and it needed more energy to break up the lens. The handpiece was not exchanged as this was nearing completion of the lens removal. Completion of the case and patient impact are unknown. Additional information has been requested.

Manufacturer narrative:
No sample returned for evaluation. The phaco handpiece was manufactured on january 22, 2018. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event of could not be confirmed. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The phacoemulsification (phaco) handpiece was received and a visual assessment of the returned sample found no obvious nonconformities. A flow rate test was performed on the irrigation and aspiration lines of the phaco handpiece, which found the phaco handpiece to meet product specifications. The returned sample was connected to a calibrated system. The phaco handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. During the burn-in test, the temperature of the phaco handpiece was taken at the one minute and was within the temperature specifications. The phaco handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the phaco handpiece to meet product specifications. The phaco handpiece was manufactured on january 22, 2018. Based on assessment, the product met specifications at the time of release. The phaco handpiece was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).